Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4fr single lumen powerpicc were returned for evaluation. An initial visual observation of the first photograph showed the device outside of the patient with a circumferentially aligned split visible in the catheter tubing. No details of the split site could be discerned from the photograph. No use residue or additional damage was noted on the device. The second photograph showed the molded joint which appeared unremarkable. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that a catheter was observed leaking at the insertion site during use. The catheter was investigated and removed, revealing a rupture site upon removal. As a result, chemotherapy could not be administered, and the patient had to undergo a new PICC line insertion procedure. No further information was provided.